Event description:
It was reported that a haptic broke off of the cq2015a three piece collamer lens as it was inserted into the eye. The lens was removed without any pt injury.

Manufacturer narrative:
(B) (4): evaluation: a multifunctional team investigated complaints regarding lens tears associated with the cq. Cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).